Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads, a broken belt clip slot and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the reservoir change and she was unable to complete the prime. The customer did not recall the blood glucose reading. The drive support cap appeared normal and recessed and the customer did not press on the cap while connected. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.